Manufacturer narrative:
(B)(4).

Event description:
During a follow up, the charge time of the device was noted to be elevated. Explant of the device is anticipated and the condition of the patient was good.

Manufacturer narrative:
The device was returned for analysis and the reported event was confirmed during the evaluation. The extended charge time was found to be caused by anomalous high voltage capacitors.